Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not able to be obtained and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing to package insert.

Event description:
The reporter reported a "50% false positive rate" with binaxnow covid-19 test on asymptomatic patients. Dates of testing and test procedure details used to make this conclusion were not provided. No patient information, including treatment, and outcome, was not provided. Additional/confirmation testing information not provided. Positive results indicate the presence of viral antigens. Inadequate or inappropriate sample collection, storage, and transport may yield false test results. Changing of gloves between handling of specimens suspected of covid-19 to prevent contamination. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.